Event description:
An impella cp device was inserted via the right femoral artery in a 76-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of diabetes mellitus. Per the managing physician, the patient¿s ejection fraction (ef) had improved from a baseline of approximately 35% to a new ef of approximately 45%. The patient developed coldness in the accessed foot. The physician assessed that the patient¿s cardiac function had improved sufficiently and determined that impella support was no longer required. As a result, the impella was removed. The patient survived to explant. The reported ischemia is consistent with access-related complications and may be influenced by patient-specific factors such as underlying cardiogenic shock physiology, peripheral vascular disease risk and vasoconstriction associated with critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.